Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. (B)(4).

Event description:
The physician accessed the left common femoral in a retrograde approach. An aortic angiogram was taken and the right iliac system imaged. The right iliac was accessed with an amplatz wire and trailblazer support catheter. The trailblazer catheter became stuck in the artery due to the high degree of calcification and previous stents in the left common iliac. The distal tip and approximately 19cm of the catheter broke off the main part of the trailblazer. The piece of catheter was snared and withdrawn from the body. Evaluation of the returned trailblazer confirmed the reported event. The returned trailblazer support catheter was returned in two pieces. The distal segment is approximately 20.6cm in length. The proximal end of the distal segment exhibits columnar collapse and accordion folding. The trailblazer has three radiopaque markers approximately 5cm apart. All three radiopaque markers were returned attached to the distal segment. All components of the trailblazer catheter were accounted for.